Event description:
It was reported that a sdh33 was used during a hemiorrhoidectomy. It was reported by the affiliate that the staples would not close. Another instrument was use to complete the case. There was no consequence to the patient.